Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) of an adminstration set in which there was a leakage during usage that was noticed in the hospital's pharmacy. There was no report of any patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.